Event description:
It was reported by service report that there were cracks in the siderail panels. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Result: cracked siderail panels.